Event description:
Additional information was received with technical services reviewing that both error code 528 and 529 both referred to the same issue, out of regulation/out of range (oor). The hcp stated therapy impedance 1-3+ was low so they assumed shorting. The implantable neurostimulator (ins) was at 0% when they saw the patient but the patient stated they charged that morning. The hcp reprogramed to 2-ve c+ and impedances on that setting was ok. The session report showed that left gpi bipoloar contact 1/3 was low, 102 and right gpi monopolar contact 8 was investigate, 3,554.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an error code 528 appeared on an activa rc patient programmer, despite the battery being fully charged. The specific circumstances under which the issue was observed, as well as any patient involvement or complications, were unknown. No troubleshooting steps or interventions were detailed in the report. Additional information was received reporting that the cause of the event was unknown. Actions taken in attempt to resolve the issue included an appointment was booked to check system but patient cancelled as error code resolved and ipg fully charged and working. The dbs system has not been checked. Additional information was received reporting that the patient has had a recurrence of the code 528 and is now also having other error messages including 529. Patient is attending next thursday for review.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the nurse saw the patient and impedances were back in normal range when first checked. However, they were out of range when rechecked, so likely intermittent fault. The patient inquired if it was possible to have an interleaving program set up. They are on a high pulse width. The nurse created an interleaving configuration in demo. It was reviewed that it could not be predict whether the configuration will be successful. The system establishes the limits according to the settings and impedances, so testing is required. The root cause of the impedance issue was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.